Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an intuitrak bifurcated stent graft and an aortic extension. Approximately eleven (11) years post initial procedure the patient presented at routine follow-up with a small type 3b endoleak as detected by angiography. The physician elected to implant an ovation ix main body and two (2) iliac limbs to resolve the type 3b endoleak. The patient was reported as being stable

Event description:
The patient was initially implanted with an intuitrak bifurcated stent graft and an aortic extension. Approximately eleven (11) years post initial procedure the patient presented at routine follow-up with a small type 3b endoleak as detected by angiography. The physician elected to implant an ovation ix main body and two (2) iliac limbs to resolve the type 3b endoleak. The patient was reported as being stable. Additional information: the clinical assessment identified a type ii endoleak of the lumbar artery.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiib endoleak of the distal bifurcated stent graft is confirmed. This is consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this event could not be determined with the medical records available for review. The clinical evaluation also shows reasonable evidence to suggest a type ii endoleak of the lumbar artery. These findings were discovered during an examination of the computed tomography (CT) scan dated (B)(6) 2020. The final patient status was reported to be stable post a successful secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b5: describe event or problem has been updated. G4: date of received by manufacturer has been updated. H6: result code: remove code 3233 h6: conclusion code: remove code 11.